Manufacturer narrative:
(B)(4). A fuse 1c colonoscope was returned for analysis. A functional evaluation was performed and the reported image loss was confirmed due to a failed charged couple device (ccd). The ccd was replaced to resolve the issue. The observed damage to the returned device is consistent with component failure (expected or random). Therefore, a review and analysis of all available information indicated that the most probable root cause is cause traced to component failure. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications.

Event description:
It was reported to boston scientific corporation that a fuse 1c colonoscope was used during a colonoscopy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the video looked blue. The anatomy of the patient was not visible when the video turned blue. Another fuse 1c colonoscope was used to complete the procedure. There were no patient complications reported as a result of this event.